Event description:
It was reported that an ilet pump would not power on after being dropped, and the device¿s screen was cracked; the sleep/wake button was unresponsive and no alerts or alarms were observed. No clinical symptoms reported. Outcomes included no impact to the user¿s health. Investigation included documentation review and a visual/mechanical assessment of the device. Investigation of this case revealed physical damage to the display and user interface consistent with impact, resulting in inability to power on. It was concluded, based on previously established findings for similar reports, that the cause was that the device malfunction was due to physical damage from dropping the device, with replacement provided.